Manufacturer narrative:
The complaint device was returned for analysis. A visual examination of the returned device confirmed that the balloon had been subjected to positive pressure and deflated. The balloon had the appearance of having been inflated. A visual examination of the returned device identified a longitudinal tear in the balloon material 9mm distal from the distal markerband which extended proximally over the distal markerband for a total length of 28mm. No issues were noted with the tip profile section of the device. A visual and microscopic examination found no issue with the markerbands which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that during the first inflation at 9 atmospheres, the balloon ruptured. The device was completely removed from the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during the first inflation at 9 atmospheres, the balloon ruptured. The device was completely removed from the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the central vein. After a guidewire crossed the lesion, a 12.0 x 60, 75cm mustang¿ balloon catheter was advanced for dilatation. During inflation at nominal pressure, the balloon inflated slowly but the balloon still ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was normal.